Event description:
The patient reported to philips that while using the dreamstation 2, it smelled hot and realized the smell was coming from the heating plate. Patient states humidifier was out of water. Also, turned off that setting on the device and patient has continued use. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.